Event description:
Patient alleged that the blood glucose results shown in pt's meter's memory often were either different than the ones actually obtained or not recorded pt had been hospitalized with dka. Medical affairs contacted the patient,speaking with parent who answered the phone. The following was provided: the patient, who tests up to six times a day, has been on an insulin pump since july 2002 and using the meter since dec.2003. Diagnosed at age four, pt is a brittle diabetic whose blood glucose can go from as low as 34 mg/dl to as high as 500 mg/dl in a short period of time. Approximately every other day or several times a day the meter would go into reset mode at which time pt would have to reset the time, date,and code. Pt also confirmed the issue with results "being sometimes there are and sometimes not there "[in the memory]". A nurse at school had watched pt test and shared the same complaint to the pt. When the meter was packaged for return, it contained only 28 or so results. She does not believe the batteries had been removed or ever replaced. Although the pt commented that pt sometimes obtained erratic results. Pt was referring to one experience (date unknown) in which pt felt low and meter reflected low results of 45 and 43. After eating between tests, blood glucose 15 minutes or more later was "200 plus".the patient was hospitalized mid january 2004; exact date not recalled by parent. Pt had been vomiting and experienced large kentones. "Pt also was ill." Pt continued to test while ill, obtaining results of hi that reflected hyperglycemia. The meter will register hi when ones blood glucose is greater than 600. Although the patient experienced an adverse event,the meter was not responsible for the hospitalization. It functioned and reflected his elevated blood glucose. Because it cannot be determined why the meter had been going into set up mode and results were not recorde, the complaint is a malfunction.